Event description:
After checking the alignment of the pnp aiming arm on the back table and confirming it was correct, the nail was placed in the patient's femur. The surgeon re-tightened the connecting screw and adjusted the aiming arm for proper anteversion of the nail. The nail was distally locked first in preparation for some compression/back slapping of the nail before proximal locking. During proximal locking the 4.3mm drill bit seemed to hit the nail and not properly target the descending screw in a 9x300 right adolescent femoral nail. The surgeon was eventually able to get the drill bit thru and placed a screw. After removing the insertion handle it was noted that the proximal flanges of the nail had been "flared" out and some damage was also noted on the tabs of the insertion handle. Delay greater than 30 minutes in surgery.